Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Information was received regarding the customer's passing from the attorney of the family. The information received on 03/25/2016 stated the following- reporter alleges: the customer passed away due to malfunction of the insulin pump. The caller did not provide details and requested to speak directly with the legal department.